Event description:
The customer reported, that the ortho provue analyzer interpreted the results of an antibody screen test as negative. The sample in question was retested with the manual gel method and was observed to be positive for anti-d. If a significant antibody / antigen interaction is not detected during antibody screen testing, or is not identified upon further testing, the patient may be transfused with antigen-positive blood and suffer a hemolytic transfusion reaction. The customer was performing validation testing at the time of the incident, no patient samples were being processed preventing erroneous results from being reported.

Manufacturer narrative:
An ocd field engineer (fe) visited the site and performed optimization of the fluidics system and gel camera. No definitive root cause was determined for the reported incident. There has been no report of further problems.